Event description:
Customer reports one incident in which the pt experienced hyperbilirubinemia and abnormal liver function tests after receiving tpn solution compounded by the automix compounder. Medwatch report rec'd from facility indicates the pt was diagnosed with malabsorption at birth and has been tpn dependent for life. In february, 2004 pt was admitted to the hospital to rule out line infection and developed dic. Their liver function tests were slightly elevated at that time, however, in july 2004 they became extremely elevated and progressively worsened. The pt subsequently expired, however, the reporting facility has not associated the pt death with this device.